Event description:
It was reported that the patient passed away on (B) (6) 2010 and the death was not witnessed. Follow-up with the treating physician reveals that the patient was last seen (B) (6) 2009, but no diagnostics were performed at that time. The patient was receiving vns therapy at the time of death, but the physician does not believe the death is related to vns. Autopsy was performed and products were explanted at the time of autopsy. Per autopsy report, the patient had 2-3 epileptic fits on the date of death. As stated in the autopsy report, "the cause of death is natural and should be certified as sudden unascertained death in epilepsy (sudep). This may be related to asphyxia, given the petechial haemorrhages on forehead and conjunctiva. However, he was found face down, and the petechiae may be postural." Explanted product has been returned to manufacturer, but analysis is pending.